Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, and the device fail a test step. The device's machine flow sensor, system board, and 3-way solenoid valve need to be replaced to address the issue.